Event description:
It was reported that: while being used on a pt, the therapist reported that the device performed a ventilation mode change from synchronized intermittent mandatory ventilation (simv), to pressure control ventilation mode plus pressure support (psv+) without user interaction. The device was placed back into simv. No pt injury.